Event description:
N/a

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept 2019 through aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device/testing of raw/starting materials: (10/4105/13/22) the device was returned to the factory for evaluation on 08/12/2021. An investigation was conducted on 08/23/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the cannula handle. The c-ring was observed to be melted and cut longitudinally in the center of the c-ring. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was broken in half. They stated the harvest was complete and they loop the vein with the c-ring after the end is ligated. They then pulls the vein out of the leg with the c-ring. When they extended the c-ring to capture the vein and pull it out they noticed only one side of the c-ring retracted. When the device as removed, they saw the c-ring was broken in half. Nothing fell into patient. The harvest at this point was complete. No other devices were used. No injury reported.